Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: pt (B)(6), date: (B)(6) 2011, inratio: 4.2, lab: >10. Venous draw for pt taken a few mins after testing on inratio meter. Last dose of coumadin taken prior to the comparison test was the night before. Pt has been on coumadin for one yr. Pt started testing on inratio meter a week ago. No previous results available. Pt (B)(6) was given vitamin k treatment because of lab inr resulting in >10.